Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). A photograph was returned and reviewed by ees field quality engineer. The following observations were noted: "the photographs show what appears to be an acceptable proximal and distal staple line. The photographs also show the approximate middle third of the staple line with some malformed and open staples. Closing the common opening of a jejunojejunostomy can be a challenge from a tissue density and thickness standpoint for a white cartridge. The greatest challenge occurs in the area where the anastomosis is actually made. There can be double the tissue layers and staples all at one location. The staple forms shown in the photographs in my opinion are consistent with staple cartridge deck deflection/roll. Deck deflection /roll occurs (typically one side of the knife only) when dense thick tissue and/or hard objects such as staples when captured between the device jaws, exceed the selected staple cartridge thickness specifications. Mechanically what happens, as the device is fired the three point gap control tries to pull the tissue into compliance for the selected cartridges thickness range. If the tissue is too thick or dense the forces generated to achieve compliance are greater than the cartridges ability to remain parallel to the anvil. Hence the deck deflects the cartridge rows outward and the outer staple rows might not contact the anvil at all leaving open non-formed staples and the inner rows do not hit the anvil pockets in proper alignment and are deformed. Deck deflection /roll occurs typically mid staple line on one side. The mid section of the metal cartridge channel is the weakest because of the slot cut down the channel bottom and that area is the farthest point from any solid strap type support. If you look at the metal cartridge channel you will see the proximal and distal support provided the solid metal ends (no slot). It is my opinion based on what can be seen in the photographs, the probable root cause was staple cartridge deck deflection. The deflection in my opinion was the result of the combination of and staples at the common opening being too thick /dense for the cartridge selected."

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained from the rep: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. If echelon, during which stroke did the event occur? Not sure but probably multiple strokes. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Yes. After discussing this incident face to face with both the surgeon and the nurse practitioner, they both felt that the innermost row of staples (the one closest to the cut line) was formed properly but that the outer two rows did not appear to have compressed the tissue (i.e., the staple line did not lay flat as the outer 2 rows did not appear to capture tissue). They did not observe any malformed staples. Based on this I believe that maybe the tissue was too thick for the cartridge chosen and that the cartridge deflected on the outer rows. The original description of the event was provided by the circulator.

Event description:
It was reported that during a lap gastric bypass procedure, on the fourth firing of the stapler, the surgeon noted that the stapler cut but did not staple on a portion of the staple line. It was a white/vascular firing on jejunum. The surgeon was firing the stapler to close the common opening for the jejunojejunostomy. It was noted that the remnant of jejunum that was removed had staples but some were improperly formed. There were no patient consequences. Case completed with another device of the same product code and the surgeon over sewed the staple line.